Event description:
It was reported that the physician's handheld programmer would not power on. The handheld was connected to known functioning power source and completely charged however it would still not power on. The physician was provided a new programming tablet. The suspect handheld programmer is expected to be returned for analysis however it has not been returned to date.

Event description:
It was reported that a company representative attempted to perform troubleshooting however the handheld was unable to power on. The handheld programmer was returned with the wand and software sd card. Product analysis on the wand found that it performed to functional specifications. Product analysis is still pending on the handheld programmer.

Event description:
Product analysis on the handheld programmer was completed. During analysis it was noted that the back-up battery in the handheld programmer was depleted which is expected since the back-up battery will discharge if the programmer is not powered on an external power source or the main battery. The handheld programmer was then connected to a known functioning external power source and the battery was fully recharged. The handheld programmer then successfully performed interrogations and system diagnostic tests on a demo generator in the lab. No anomalies were identified and the handheld programmer performed to functional specifications. Product analysis was completed on the flashcard and no anomalies were found. The flashcard and software performed to functional specification.